Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was reported that the patient's implantable cardiac monitor (icm) exhibited episodes of under-sensing and episodes of post-sensed t-wave over-sensing. The icm was extracted and replaced. The patient was stable.

Manufacturer narrative:
Correction: previously submitted g4 should have been 5 jan 2021 rather than 11 jan 2021.

Event description:
New information received noted that the implantable cardiac monitor exhibited a recurrence of post-sensed t-wave over-sensing. No intervention was performed.

Manufacturer narrative:
New information: b5, h6correction: b1 "adverse event" should not have been selectedcorrection: b2 should have been blank instead of "required intervention to prevent permanent impairment/damage (devices) ." Correction: b5 should have stated "no intervention was performed" rather than "the device was explanted and replaced".correction: d7 should have been blank instead of 6 nov 2020.correction: h1 should have been "malfunction" rather than "serious injury"correction: h6 method code should have been "device not accessible for testing" rather than "device not returned."